Event description:
During an or case, the anesthesia ventilator settings were determined. Anesthesiologist pressed the "confirmation" button. When looking at monitors noted problems with the pt-however; no alarms sounding. When checking it was determined that "standby" button was pressed by mistake due to the very close proximity of these two buttons. In addition, the bellows are very quiet and where they are located, are difficult to see and hear.